Event description:
Rptr had spinal fusion with pedicle screw fixation device 12/7/92. He fell and hurt his back again in 1993. Rptr has been to hosp but was told they couldn't do anything. He has chronic back pain, pain down his legs. The device hurts back when sitting, laying down, and standing. Rptr has trouble sleeping and at times cannot move.